Manufacturer narrative:
Product analysis conclusion: the reported malposition of the proximal edge of the device and the type ia endoleak could not be confirmed based on the pre-implant images received; therefore the cause and type of endoleak could not be determined. Procedural angiograms and post-implant cts were not available for review; therefore, the stent graft configuration in vivo could not be assessed. It is likely that the anatomical characteristics noted, specifically the combination of a short, conical, wide, and angled infrarenal neck with moderate thrombus, contributed to device malposition and subsequent type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair using the stent graft esbf3214c103e endur iis bif to treat an 83mm aneurysm, a type 1a endoleak was observed on the final angiogram. The bifurcated graft's proximal edge was positioned 4mm distal to the intended proximal location. Minimal improvement in the leak was noted after re-ballooning the proximal graft edge. No further intervention was performed or planned at that time, and follow-up imaging was scheduled. The anatomy, specifically angulation, was identified as a contributing factor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.